Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-08296). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the ICD could not be interrogated. Several different programmers and telemetry tests were attempted unsuccessfully. The ICD was explanted. No adverse consequences for the patient.